Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "surgeon stated that the troch grip introducer would not turn to engage the grip. Tried introducer from a 2nd set, that also would not turn."